Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure it was noted that, after the lead was connected to the implantable cardioverter defibrillator, high defibrillation impedance and high frequency noise were noted. The physician suspected issue with the device header. The device was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the device image. The device behaved as programmed. Bench testing found the device to be normal.